Event description:
It was reported that the patient felt hard balls in the middle of the back and did not know if the leads could ball up and did not know if it was scar tissue. It was noted that the hard ball appeared recently in the last two weeks and the patient stated that it was getting progressively worse. It was noted that no x-rays were performed. Additional information received reported that the implantable neurostimulator (ins) was bulging out and causing burning. It was fur ther reported that the patient implant had moved and the wires are ¿balled up under the right.¿ it was noted that it burned underneath the implant and that the burning pain would persist when the implant was off. It was also reported that the ins and wires are ¿bulging out more and more¿ and it had gotten worse in the month prior to the date of the report ((B)(6) 2013). It was noted that the patient was on their way to have a scan. It was also noted that the patient¿s ins and extension wires were bulging and causing discomfort and burning in the area of the ins. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # va083py, implanted: (B)(6) 2013, product type lead; product ID 3888-33, lot # va083py, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va097pn, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va097pn, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3888-56, lot # va097pn, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va097pn, implanted: (B)(6) 2013, product type lead; product ID 3888-33, lot # va083py, implanted: (B)(6) 2013, product type lead; product ID 3888-33, lot # va083py, serial # implanted: 2013-06-26 explanted: product type lead product ID 3708220 lot# serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).